Manufacturer narrative:
(B)(4) - it was reported the lead was capped due to impedances in the 200 ohm range. No patient complications were reported as a result of this event. Additional information reported the patient had experienced syncope with loss of consciousness for a few minutes along with urinary incontinence. The lead was felt to be fractured and replaced. (B)(4).

Event description:
It was reported the lead was capped due to impedances in the 200 ohm range. No patient complications were reported as a result of this event. Additional information reported the patient had experienced syncope with loss of consciousness for a few minutes along with urinary incontinence. The lead was felt to be fractured and replaced.